Event description:
When this writer arrived back to the room after lunch break they were informed that the fenestrated bipolar, ref 471405, lot k11240229 0467, broke inside the patient. Per staff in the room, the fenestrated bipolar was being opened when it snapped, causing a small pin to eject slightly. This made it so that the instrument was unable to be removed from the trochar, causing the staff to have to obtain a new trochar and cap, remove the effected trochar, and replace. This writer was able to remove the pin and remove the trochar from the instrument. This writer filled out the defective instrument form and it was placed in a biohazard bag into the defective case in the dirty utility room. No pieces were left in the patient.